Event description:
(B)(4)

Manufacturer narrative:
The power cord and power supply were returned to resmed technical service in (B)(4) and an evaluation was performed. The evaluation confirmed that power cord wire was exposed. The power supply was replaced to address this issue. (B)(4).